Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm spaien 3 ultra valve, the delivery system balloon rupture post full deployment. Blood was noted in the inflation device. The delivery system was removed with no patient injury. The valve was implanted with good results. The patient is in stable condition post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
23mm commander delivery system was returned locked at packaging position, with no fine adjust and no flex in use, loader cap over flex shaft and stylet inserted through nosecone. The returned device was fully evaluated and the balloon burst was confirmed, both radial and longitudinal. No balloon pieces appear missing. Due to the nature of the complaint (balloon burst), no functional testing was able to be performed. The complaint is confirmed through visual inspection. Dimensional testing was performed and the single wall thickness of the inflation balloon was taken along the edges of the burst location. Single wall thickness of the inflation balloon was taken along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to balloon burst. A review of the complaint history from january 2021 to december 2021 revealed additional similar complaints for balloon burst for commander delivery system (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the delivery system balloon rupture post full deployment''. The balloon was fully inflated per provided information. Patient anatomical information was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time. However, it is possible that patient factors such as the presence of calcification can create a challenging anatomy for balloon inflation. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective, preventative actions nor product risk assessment (pra) escalation are required.